Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that endurant bifurcate was inserted, and under fluoroscopic guidance the e-marker was confirmed. At that time, blue dot and e-marker were deviated by almost as much as 90-degree. The contralateral gate marker agreed with the blue dot. As a result, it was confirmed that the proximal edge of the stent graft and the edge of contralateral gate were twisted by 90-degree and mounted (stored). The physician commented that it was rare case because deviation was large. The stent graft was deployed from the proximal side, the device was inserted checking the e-marker (blue dot was deviated by 90-degree), and was started to deploy. Contralateral limb of 16x13x124 was implanted, however, overlapping of the proximal side migrated toward distal side by approximately 5mm and the device was implanted (but it was determined that there was no issue because the overlapping target marker was in the inside of the gate). Each part was carefully touched up by reliant balloon. Jetting type of endoleak was confirmed from the periphery of flow divider. Type IV endoleak was suspected, and angiography was carried out for the inside of main body with 5cc/sec total 10cc. The situation didn't improve. Then, the physician pointed out that there might be a pinhole on the device. Angiography was carried out with balloon occlusion between flow divider and distal side (at proximal edge of both legs) for each leg. The result revealed that left side (contralateral side) was ineffective, and right side was slightly low-density. An endurant 16x13x93 was added with lining onto right side (ipsilateral side) from flow divider marker position. Angiography was ineffective. An endurant 16x13x82 was added with lining onto left side from flow divider marker position. Angiography was ineffective. Then, it was determined that there was a pinhole at the flow divider part. The procedure was completed this time, and the patient would be monitored by CT and b-mode doppler the following day. No additional clinical sequelae were reported and the patient is fine.